Manufacturer narrative:
According to the complaint description the 15mm connector of the inner tube came off with the catheter mount when staff attempted to remove the catheter mount whilst the inner cannula in placed. The inner cannula got stuck in the tracheostomy tube and could not be easily removed without the connector . The returned sample and the received photo shows an outer cannula where the inner tube is still sticking inside while detached from the white 15 mm connector which remained in the ventilator tube. The investigation was conducted on basis of the sample, photo and available information. Tracing of the lot 1100030273 related to the complaint revealed no recurrences of the same issue within the batch; the incoming good inspection and the production data are inconspicuous. The cause analysis and evaluation are difficult. Various causes can be suspected. On one hand, a rare error may have occurred during the production of the plug connection between the cannula tube and the 15 mm connector, which was not noticed during the subsequent review. On the other hand, strong and permanent tensile forces during ventilation may have damaged the connection, resulting in detachment of the connector. The investigation does not provide a clear cause for this rare defect, which is reported ca. 2 times per year.

Event description:
On 2026-02-06 it was reported that the 15mm connector came off with the catheter mount on ventilator dependent patient. The inner cannula got stuck in the tracheostomy tube and could not be easily removed without the connector. Emergency tracheostomy change was performed. No health effect on the patient.